Manufacturer narrative:
B1 adverse event/product problem - updated - no product problem h1 type of reportable event - corrected - no malfunction. H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated d4 - gtin - corrected. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be kinked/bent, and the main coil was seen to be kinked/bent. A function inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject coil prematurely deployed inside the catheter shaft. No additional information was received for this complaint. A non- stryker microcatheter used in the procedure was not returned. The reported 'main coil prematurely detached/separated during use' was not confirmed from the visual inspection as the main coil was returned attached to the delivery wire. An assignable cause of procedural factors will be assigned to the as analyzed 'main coil kinked/bent' since this issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent' since this issue is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during embolization case, the subject coil prematurely deployed inside the catheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during embolization case, the subject coil prematurely deployed inside the catheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.